Event description:
User received false positive anti-hb results for multiple pt samples. The customer runs more than 450 samples per day. The total number of pt samples involved was not clear. Info provided indicates approx 40 samples may have been involved. The following eight samples provided by the customer were considered discrepant. Each sample was run multiple times on different modules. Sample 1 results were 11.2, less than 2, and 450.6 iu/l. Sample 2 results were 9.9, less than 2,200 and less than 2 iu/l. Sample 3 results were 2.5, less than 2,7.1 and greater than 1000 iu/l. In 2009, sample 4 results were 11.9, less than 2,208.4, and less than 2 iu/l twice. Sample 5 results were 9.2,00, 4.1 and 4.6 iu/l. Sample 6 results were 8.6,200, 2.6, and 4.2 iu/l. At about 3 days later, sample 7 results were 2.3, 200 and less than 2 iu/l. Sample 8 results were 11.5, 200 and 9.2 iu/l. No info was provided to determine if erroneous results were reported or if pts were adversely affected. If add'l info is received, appropriate notification will be provided.